Manufacturer narrative:
The anspach drill used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed pv0005 rev. B. The evaluation failed. The reported problem was confirmed. The drill immediately displayed and error and the test could not be completed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿noise, audible / retraction problem¿ and ¿noisy, connection problem -instrument¿ identified similar events. The most likely cause of the error is electrical failure of the drill thermistor. The drill is an OEM part and cannot be further disassembled to determine a root cause. Based on the investigation, no further containment or corrective action is recommended or required at this time. Our reference number: (B)(4).

Event description:
It was reported that during a navio tka procedure, the anspach drill would not work, it would not home and made a funny noise. They swapped the drill and the replacement homed and the case continued with a delay of fewer than 30 minutes. No other complications were reported. The investigation found that the drill presented an error.